Event description:
Patient to ir for port check. Port found on fluoro to be fractured and piece in l lower lobe of pulmonary artery branch. Patient to ir four (4) days later for successful retrieval of fractured port by doctor. Fractured port sent to pathology.